Manufacturer narrative:
There were no alarms in the calibration trace. The provided calibration signals were slightly lower than expected. However, the performance of the calibration does not appear to be affected. The qc was acceptable. There is no indication of a performance issue of the reagent or the instrument. The customer used a centrifugation time of 3 minutes at 4.4 rpm. Based on the type of sample tube the customer uses, this centrifugation time and speed may not be appropriate. Multiple alarms such as abnormal aspiration, preclean short, sample short, procell short, cleancell short, sample foam detection, sample probe rotation, reagent short alarms, ecotergent alarm and reagent probe alarms were all noted on the date of the event. The field service engineer (fse) inspected the instrument and did not find any issues. He verified the analyzer's performance by conducting a 20-cup precision test with acceptable results. The customer performed calibration and qc with acceptable results. After service, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys cortisol ii result for one patient sample tested on a cobas e 801 analytical unit. The initial result was reported outside of the laboratory and was questioned by the physician. The same initial aliquot tube was rerun on a second e 801. On (B)(6) 2022 at 11:05 am, the initial result from the first e 801 was 0.376 ug/dl. On (B)(6) 2022 at 1:42 pm, the repeat result from the second e 801 was 24.7 ug/dl. The repeat result was deemed correct. The reagent lot number is 56122100. The expiration date was requested but not provided.